Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient had a history of diverticulitis and diverticular abscess, and a partial colectomy was performed. Approximately two months post colectomy, patient presented to doctor's office with complaints of chest discomfort, shortness of breath, and lower extremity pain that increased within a week. The patient was transferred to an emergency department. Doppler scan of lower extremity revealed extensive right lower extremity deep venous thrombosis. CT scan revealed multiple bilateral pulmonary emboli and saddle embolus at the bifurcation of the right and left main pulmonary arteries. The patient had no previous history of dvt or pe. The following day, the patient had an inferior vena cava filter deployed. The patient was discharged home in stable condition three days post vena cava filter deployment. Approximately two months post filter deployment, the patient presented to the emergency department with sudden onset left-sided chest pain. The patient was diagnosed with a pericardial effusion. CT scan revealed a metallic linear density perforating the right ventricle wall into the pericardium. Three days later, multiple unsuccessful attempts were made to retrieve the filter. During the procedure, the patient became diaphoretic, shortness of breath and hypotensive so the procedure was terminated before the filter was retrieved. An echocardiogram was performed and identified right ventricular compression consistent with cardiac tamponade. A pericardial window was performed with resolution of the tamponade. Two days post echo, the inferior vena cava filter and detached filter limb were removed and another vena cava filter was deployed successfully. The patient tolerated the procedure well and was discharged home six days later. Other relevant history: social history: tobacco user 3 packs per day for 50 years; quit in 2001, 2-3 alcoholic drinks/day. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six weeks post vena cava filter deployment for history of dvt and protection of pe, the patient presented to the ed with complaint of chest pain. CT scan demonstrated pericardial effusion and a metallic linear density perforating the right ventricular wall into the pericardium. CT scan further demonstrated the filter to be missing a limb. During a filter retrieval procedure two days later, multiple unsuccessful attempts were made to retrieve the filter. Echocardiogram identified right ventricular compression consistent with cardiac tamponade. A pericardial window was performed with resolution of the tamponade. Two days post echo, the ivc filter and detached filter limb were removed and another vena cava filter was successfully deployed. The patient tolerated the procedure well and was discharged home six days later.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. The medical records allege a detached filter limb was identified within the heart approximately 2 months after implantation. Allegedly the filter was tilted and an unsuccessful retrieval attempt was performed using multiple devices. A second attempt to retrieve the filter and the detached limb was successful. Based on the medical records, the investigation is confirmed for limb detachment, filter tilt, and an unsuccessful retrieval attempt. Based upon the reported event, the alleged removal difficulties were likely due to the filter being tilted, however the definitive root cause for the filter limb detachment and tilt are unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.